Manufacturer narrative:
Device evaluation completed on february 23, 2023: the product was returned to mentor for evaluation. Mentor conducted the visual inspection and microscopic examination. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant was found to be ruptured. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the cause of the rupture could be the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of removal updated to january 25, 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent-rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old caucasian female who underwent an unspecified breast augmentation with a mentor memorygel, 450cc silicone breast implant experienced right-sided silent-rupture post procedure. The patient had boat accident. Vision and physical examination diagnosed the issue. The issue was confirmed through mammogram examination. As a result, patient underwent removal on (B)(6) 2023.